Event description:
Customer called to report incident of set leaking while pt rec'd chemotherapy medication. Chemo medication has spilled on the pt, this was reported by the facility. Unused samples are available for eval. No pt injury was been reported.

Manufacturer narrative:
Unused samples have been requested to evaluation. If samples become available for evaluaiton a follow up report will be filed. Review of complaint history indicates similar issues have been reported for this product code.